Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on the evening of (B)(6) 2020. The patient reported obtaining an alleged inaccurate high result of ¿18.0 mmol/l¿ with the subject meter. The patient manages her diabetes with apidra insulin on a self-adjusted dose. In response to the elevated result, the patient claimed she took 5 units of apidra. The patient claimed that the following morning at around 6:00 am, she obtained an alleged inaccurate high result of ¿29.0 mmol/l¿ with the subject meter and took 6 units of apridra in response. The patient stated that 40 minutes later, she ¿felt bad and lost consciousness.¿ the emergency medical services (ems) were reportedly contacted for assistance. The patient claimed that when they arrived, her blood glucose was measured at ¿1.3 mmol/l¿ on the ems device. The patient claimed she was treated with IV glucose and transported to hospital. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking insulin based on alleged inaccurate high results obtained with the subject meter.